Event description:
Customer called to report the insulin pump alarmed for no delivery during the manual prime process. Blood glucose reading was 322 mg/dl. The alarm was resolved by a complete reservoir and set change. Unable to troubleshoot as this was a past event. The customer had been able to treat with the insulin pump since the set change. Customer did not want to return the set for analysis. The customer agreed to return the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).